Event description:
It was reported that the patient was in the hospital and they were looking to have a manufacturer representative (rep) come by and make sure the implantable neurostimulator (ins) was functioning properly. The patient had some shakes and was not alert or oriented like usual. It was noted that the patient had cirrhosis of the liver. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# v000198, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension.

Event description:
Additional information received reported the patient was last seen in the office on (B)(6) 2014. Other chronic medical issues known in patient could account for reported symptoms.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# v000198, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).